Event description:
Arjo was notified about an event regarding a maxi move lift and a sling fitted with clips. It was reported that a patient was being transferred from a bed to a chair when one of the sling clips detached from the maxi move spreader bar lug causing the patient's fall. As a consequence the patient sustained head injuries which required seven staples.